Event description:
It was reported that during a robotic-assisted laparoscopic prostatectomy, while performing lymph node dissection near the obturator vessel, the bipolar maryland forceps (bmf) were observed to cut tissue without achieving adequate sealing. At approximately 54 minutes into the procedure, while operating in close proximity to an artery, the bmf continued to cut tissue without sealing as intended.at the time of the event, the ft10 generator settings were configured to ¿precise, level 30.¿ the settings were subsequently reduced to ¿precise, level 15,¿ which appeared to improve sealing performance; however, sealing remained suboptimal. As a result, the surgeon placed one additional suture to secure the vessel. It was further noted that the bmf exhibited visible charring with excess tissue buildup during the procedure. The accumulated tissue caused tearing when the instrument jaws were opened, even in the absence of energy activation. The surgeon was advised to clean the instrument; however, the surgeon declined. The surgeon was later observed removing excess eschar using monopolar curved shears (mcs).it was also noted that at multiple times during the procedure it was observed that after multiple bipolar activations were deemed insufficient, monopolar coagulation was used in direct contact with the bipolar jaws to achieve desired tissue effect. No patient injury was reported.

Manufacturer narrative:
Additional info.: update to the correct sn of the bipolar maryland forceps: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted laparoscopic prostatectomy, while performing lymph node dissection near the obturator vessel, the bipolar maryland forceps (bmf) were observed to cut tissue without achieving adequate sealing. At approximately 54 minutes into the procedure, while operating in close proximity to an artery, the bmf continued to cut tissue without sealing as intended. At the time of the event, the ft10 generator settings were configured to ¿precise, level 30.¿ the settings were subsequently reduced to ¿precise, level 15,¿ which appeared to improve sealing performance; however, sealing remained suboptimal. As a result, the surgeon placed one additional suture to secure the vessel. It was further noted that the bmf exhibited visible charring with excess tissue buildup during the procedure. The accumulated tissue caused tearing when the instrument jaws were opened, even in the absence of energy activation. The surgeon was advised to clean the instrument; however, the surgeon declined. The surgeon was later observed removing excess eschar using monopolar curved shears (mcs).it was also noted that at multiple times during the procedure it was observed that after multiple bipolar activations were deemed insufficient, monopolar coagulation was used in direct contact with the bipolar jaws to achieve desired tissue effect. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs did not show any issues for the bipolar maryland forceps. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. The resistance of each plug to its respective jaw was measured and was found to be within specifications and electrical energy delivery would not be impeded. No mismatch in paddle command to jaw position was observed. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted laparoscopic prostatectomy, while performing lymph node dissection near the obturator vessel, the bipolar maryland forceps (bmf) were observed to cut tissue without achieving adequate sealing. At approximately 54 minutes into the procedure, while operating in close proximity to an artery, the bmf continued to cut tissue without sealing as intended. At the time of the event, the ft10 generator settings were configured to ¿precise, level 30.¿ the settings were subsequently reduced to ¿precise, level 15,¿ which appeared to improve sealing performance; however, sealing remained suboptimal. As a result, the surgeon placed one additional suture to secure the vessel.